Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to fix the lead in the myocardium due to helix would not extend in a smooth way and the lead was replaced. There were no adverse consequences for the patient.